Event description:
Ous MDR - due to threshold increase, amplitude decrease and inappropriate vf therapy, a revision occurred on (B)(6) 2012. Both a and v leads were repositioned. Threshold of v-lead was 1.0v, 14mv, therefore the lead was screw in. Threshold became 2.5v after screw in. Then about 5 minutes later the threshold was measured again, however it could not be captured. The physician decided to reposition the lead and rotate the screw with the fixation tool for about 18 turns, but had difficulty retracting the screw. The lead was repositioned again, screw was extended and the threshold was 2.0v, 16mv. The threshold became 2.3v after it was screw in, thus physician decided to reposition again. Physician had difficulty retracting the screw, it was rotated about 20 times with the fixation tool and when the physician let go of the fixation tool, the screw rotated in the opposite direction. Once again, physician tried to place the lead in different positions and the screw was rotated clockwise. However, when physician removed his hands from the fixation tool, the screw rotated in the opposite direction. When the lead was explanted, the screw maneuverability was checked and found the screw extended after rotating for about 20 times, but it could only be extended a bit. The part of tissues on screw tip was cleaned by the physician.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. In the course of the further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.